Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set over infused while in use on a patient for a piperacillin/tazobactam infusion. The reporter stated that the nurse hung the bag of antibiotic, ivpb (intravenous piggy-back), to run for four hours (4) and piggybacked it into the primary tubing set above the pump. When the nurse returned 30 minutes after, the ivpb antibiotic bag had been completely infused. The pump was triple checked and was programed appropriately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.